Event description:
On (B)(6) 2011 the operating room supervisor came across a used endo-stapler in a biohazard bag. The surgical technician reported that it had misfired during a case on (B)(6) 2011 and the technician had set it aside but had not reported it to risk management. The surgical tech during the case (laparoscopic appendectomy) reported that the stapler misfired during a case and the staples fell out of the cartridge. The staples were obtained and the surgery continued without harm to the pt. The pt went home as scheduled within 24 hours of admission. Though this report is late, it will still be submitted to make manufacturer aware of event. The device can be returned to the manufacturer when they request it.